Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolate issue. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. The message reported can not be generated by the flow 50 wands. Factors that could have contributed to the a message error include: (1) there may have been an issue with the used controller which was not returned. (2) there may have been static charge accumulating near the internal components which could hinder the device¿s ability to communicate properly with the generator. (3) vibrations or drop shock during transportation of the device could have caused internal component damage. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a knee procedure a brand new wand was plugged and everytime it was used in the knee it alarmed and send message "please remove wand". The procedure was completed with a backup device and no significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.